Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary screen would not come on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer noticed that the device main unit was powered off and could not be powered on. After performing extensive hardware testing, it was determined that an auxiliary full-height drawer had shorted the device. The affected component boards were replaced, and the hardware testing application was run successfully, with all tests passing. The system functioned as intended after the field service engineer repaired the device.